Event description:
It was identified that the customer¿s basal programming was unknown. Customer alleged insulin pump was under delivery because the bolus was not delivered because active insulin was still at 7.5. Customer had high blood glucose level up to 495 mg/dl. Customer also stated that the basal rate was not delivered. The device will not be returned..

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.